Manufacturer narrative:
There was no patient involvement. The heater-cooler (B)(4) is not distributed in the USA and it is similar to heater-cooler (b0(4), which is distributed in the USA (510(k) number: k191402). Livanova (B)(6) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective patient pump. The part was replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported issue is rust formation which generates irregularities on the surface of the balls of the bearing. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming. There was no patient involvement.